Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the leading haptic did a "vertical swipe similar to a car windshield swipe" across the bag and caused zonular dialysis. With the assistance of another surgeon, the iol was removed and replaced during the same procedure. The first surgeon found the iol to be "brittle" and more "stiff" than the usual lens. The second surgeon thought the iol "behaved like a normal" iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 09/25/2009.